Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ping meter was displaying inaccurately high readings compared to another meter. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to remember when the alleged issue occurred or what the subject meter was displaying. The patient reported another meter was displaying ¿39mg/dl¿. The patient was not able to remember what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported at an unknown time in proximity to the alleged issue she ¿loss eyesight.¿ it is unclear if the patient¿s symptoms were intermittent, ongoing or worsened. The patient reported she had something to eat or drink as treatment on an unknown date and time. At the time of troubleshooting, the cca determined the subject meter was in the incorrect code at the time of testing. The patient was found to be using an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained a severely low blood glucose reading on another meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/16/2013 and 10/18/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a scratched display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.